Event description:
It was reported that a pump alarm occurred during insulin delivery, but there was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a cartridge and resume insulin therapy due to recurring alarms, despite assistance from technical support. As a corrective action, technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on proper procedures for returning the pump. The customer acknowledged understanding and planned to use multiple daily injections as a backup therapy.